Event description:
It was reported that the vns physician's dell x50 handheld computer was frozen at the (B)(4) screen. The company representative performed a hard reset multiple. The tc checked the screen for debris and verified that the lock button was not engaged. A replacement computer was provided to the site. An analysis was performed on the returned handheld and the reported allegation was verified. During the analysis, it was identified that the handheld was unable to advance past the screen alignment utility. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.